Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was out of position and the thickness control lever torque was loose. The control bar was adjusted and the vespel and semi-circle bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon testing prior to surgery, that the unit would not calibrate depth. After investigation of the returned product, it was determined that the thickness control lever torque was loose. There was no harm or injury to the patient, and no reported delay. Due diligence is complete. No additional information is available. No adverse event reported.